Manufacturer narrative:
(B)(4). Batch # n5399p. The analysis found that the ntlc75 device was returned sterile and in good visual condition and with no cartridge reload loaded on the device. The device was opened and tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was an end ileostomy or loop ileostomy being reversed: reversal of an end ileostomy; was the bowel accessed through the same ileostomy site or was an additional incision created: same ileostomy site; what was the ileum being anastomosed to: transverse colon; what is meant by ¿first¿ staple line: the staple line appeared to break down on the ileum side of the anastomosis; what was the staple formation in the primary procedure: please describe. 1st procedure was a reversal of an end ileostomy ¿ a trouser leg was created with both the ileum and transverse colon. The surgeon cross stapled to complete the anastomosis. 2nd procedure ¿ emergency case ¿ they resected the affected area and gave the patient a stoma. The surgeon is confident the patient will be able to have a reversal when fully recovered; what cartridge color setting was the device in for these firings: green; were any other stapling devices used in the procedure: no; how was the leak identified: the patient¿s original surgery was friday. It was noticed that the patient was deteriorating saturday morning and by sunday was unwell. Therefore, they decided to re-open to patient to examine the issue; what is the current patient status: the patient is well and no longer in hospital. An experienced consultant performed both elective and emergency cases;

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed for the reloads and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: will the device used in the procedure be returned? The product used in the procedure was not kept afterward, as the customer believed the surgery to be successful therefore he had no reason to keep the product. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was an end ileostomy or loop ileostomy being reversed? Was the bowel accessed through the same ileostomy site or was an additional incision created? What was the ileum being anastomosed to? What is meant by ¿first¿ staple line? What was the staple formation in the primary procedure? Please describe. What cartridge color setting was the device in for these firings? Were any other stapling devices used in the procedure? How was the leak identified? What is the current patient status?

Event description:
It was reported that after a reversal ileostomy procedure, the patient is in critical care after a leak. The patient underwent procedure on (B)(6) 2016. The patient was then reopened on (B)(6) 2016 due to a leak and is now in critical care. When conducting the stapling the first staple line completed to connect both lumens of bowel. Then completed with two firings. The patient then had to be reopened to fix the leak. The leak happened along the first staple line. Patient reopened and leak in the bowel due to a staple not forming correctly. The initial procedure was successful. Within twenty-four hours the patient was reoperated on due to a leak.